Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: h6 (clinical code) . Appropriate term / code not available (e2402) is used to capture joint injury (e20).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The male amputee patient, with a right tc3 sleeve revision knee construct insitu, on the non amputated leg, was revised today, for aseptic loosening of the femur, due to a loose femoral bolt. After removal of the femur, bolt, adapter, sleeve and stem construct, the surgeon implanted a cemented distal femoral replacement lps. The surgeon was required to remove the tc3 femur, bolt, adaptor and sleeve construct today, revised to an lps distal femoral construct. I will advise next week on the details of the extracted implants, as have asked the clinical lead to access the patients notes, to identify the original implants used, and details on this first revision.